Event description:
Per hospital, the ventilator was not giving pt enough support and so pt switched to another supplier based on the ventilator not delivering enough support. The ventilator was only set in a bipap support setting and pt ended up in the hospital after mucus plugging to the trach. We picked up ventilator and reviewed download of machine and all alarms that were set were functional while on patient and showed in the event log on ventilator system. Both apnea alarms and low ve alarms were seen on event log prior to patient going to hospital. Ventilator was sent to the office for inspection and check in of device.